Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the b. Braun medical global affiliate: reason of complaint: clinician was giving IV therapy; clinician disconnected IV line from safesite valve. After disconnection safsite valve was observed to be leaking blood. The clinician reported same issues occurring 4-5 times over the last month.